Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 7.5 mg/dlat the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.